Event description:
It was reported that following a percutaneous coronary intervention (pci) for a lad lesion via the right common femoral artery (cfa) punctured, an angio-seal was selected for use. A 6f sheath was used during the procedure. It is unk if a pre-deployment angiogram was performed, however, the physician usually performs a pre-angiogram prior to the angio-seal deployment. During the night, the patient experienced cold sweats, hyposthenia, numbness, pain, and skin pallor below the right femoral region. The patient femoral artery was not palpable. A diagnosis revealed acute ischemia in the right lower extremity. The pt was given prostaglandin and heparin, doses unk. The pain was relieved however the patient's skin turned purple black. The physician decided to monitor the patient. On (B)(6)2009, a CT-angiography revealed a severe stenosis in the right common femoral artery. On (B)(6)2009, an endovascular therapy (evt) was performed, but the occlusion was too severe to advance the guide wire (gw); therefore, treatment was switched to ambulation and monitoring, yet the patient still had severe claudication. The pt was monitored for 4 months. The angio-seal device was absorbed as expected during this period. The patient's symptoms did not improve and the ankle-brachial index (abi) did not return to normal level. On (B)(6)2010, an endovascular therapy (evt) was performed again. A guide wire was crossed through the lesion approached from both the right brachial artery and right popliteal artery. A plain old balloon angioplasty (poba) was performed to dilate the occluded lesion. After the procedure, the abi rose to near normal level. There were no reported consequences to the patient. The info was presented at the abstract published ((B)(6) peripheral revascularization). No add'l info was available.

Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.